Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) attended a routine follow-up. Lead measurements were within normal range and were consistent with measurements taken during a previous follow-up. Daily measurements showed several occasions with right ventricular (rv) lead impedance was high and out of range during the last 12-month period. Rv impedance values the rest of the time were normal. One stored event for "non-sustained" ventricular tachycardia (vt) showed oversensing of noise which appeared to be myopotential oversensing. There was some inhibition of pacing however the patient is not pacemaker dependant and was not symptomatic. The duration in the ventricular fibrillation (vf) zone was increased and the patient will be enrolled in remote monitoring to closely monitor the lead. No adverse patient effects were reported.